Manufacturer narrative:
Information regarding the initial reporter section occupation: unknown investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test was attempted but the balloon would not inflate due to a rupture in the balloon material. A visual examination of the catheter identified a rupture near the proximal end of the balloon. The visual inspection also did not reveal any kinks, bends, or any other damage. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal stenosis dilation, the physician selected a cook quantum ttc esophageal balloon dilator. The physician advanced the device to the desired position and inflated the balloon accordingly. The balloon would not inflate. The physician retracted the device from the patient and detected leakage at the proximal end of the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.